Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly recovered. The wound has healed well. External visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient is reportedly experiencing implant exposure. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.